Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air water cylinder, suction cylinder had no color; insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover; bending angle in up direction did not meet the standard value due to wear of angle wire; light guide bundle was slipping down; light guide lens had cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air water tube and air water cylinder had whitish foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water cylinder and the air/water channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.